Manufacturer narrative:
The customer reported falsely decreased wbc and neutrophil results for two patients on the cell-dyn sapphire, serial number (s/n) (B)(6). The issue was resolved after field service reseated tubing (part number 9130687) and flushed the affected (wbc) pathways. A review of all complaints associated and a review of complaint trends for the list number was performed. The review did not identify any adverse trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency of the cell-dyn sapphire, serial number (s/n) (B)(6) was identified.

Event description:
The customer observed falsely decreased wbc and neutrophil results generated on the cell-dyn sapphire analyzer for 2 samples that were not reported out. The samples were repeated with lower results. The following data was provided: both samples processed on (B)(6) 2023. Sid (B)(6) initial wbc result = 0.436 10e3/ul repeat wbc = 11.7 10e3/ul initial neutrophil result = 0.024 10e3/ul repeat result = 7.86 10e3/ul. Sid (B)(6) initial wbc result = 0.365 10e3/ul repeat wbc = 7.77 10e3/ul initial neutrophil result = 0.049 10e3/ul repeat result = 5.64 10e3/ul no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6).